Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 700 mg/dl, 600 mg/dl. The customer treated high blood glucose with needles. The customer was neither hospitalized nor admitted for high blood glucose. The customer reported that the insulin pump received numerous insulin flow blocked alarm and insulin was exited during prime. The customer was advised that the replace the insulin pump. Based on customer report customer was alleged that the insulin pump was under delivering insulin. The insulin pump will not be returned for analysis.